Event description:
A report was received that following a pocket revision (MFR report # 3006630150-2011-01904), the patient was experiencing extended charging times and her battery was depleting quickly. The physician has recommended that the ipg and leads be replaced.

Event description:
A report was received that following a pocket revision (MFR report # 3006630150-2011-01904) the patient was experiencing extended charging times and her battery was depleting quickly. The physician has recommended that the ipg and leads be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg and leads were replaced. The patient is doing well after the surgery. Device evaluation indicated that the ipg passed electrical and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. The charge current indicates optimal alignment was not consistent and the reason is unknown. During analysis, the ipg exhibited high impedance on two contacts. The end cap in the header was misaligned to an improper depth that allowed the lead to be inserted too far into the header. The result caused corrosion of the two spring contacts. The high impedances were caused by the corrosion. Device evaluation indicated that the lead passed electrical and mechanical tests performed. Visual inspection revealed one electrode of the paddle end was dislodged and not returned. It also revealed one contact of the proximal end had a dull sheen on a portion of the contact. Root cause of this is corrosion caused by this proximal end contact crossing into two seals. This damage to the lead is a result of a typical explant procedure and is not considered a failure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8120-50 serial#: (B)(4) description: artisan surgical lead, 50cm.